Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that recognition and engagement passed and the instrument moved intuitively with full range of motion in all directions. Engineering was not able to replicate the customer complaint of "axises not spinning" engineering also observed that the distal end of the main tube has various deep scratch marks with material removed. The scratches are randomly oriented relative to tube axis, suggesting they were caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such a disconnection of the instrument tip.

Event description:
It was reported that the permanent cautery hook instrument axises on the back are not spinning. No add'l info was provided. No pt harm, adverse outcome or injury was reported.